Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" patient tested herself while she was traveling. She received a 5.1, 5.0, 2.1, 1.2, on different days while testing with the inratio meter. "Caller alleged discrepant results compared with the lab. Results as follows:" patient came back home and on the meter she was tested at 3.4, went to lab and was tested at 2.8 on the same day.

Manufacturer narrative:
Investigation: inratio precision date provided by end-user: date: (B)(6)2009: 1st inr = 5.1; 2nd inr = 5.0; 3rd inr = 2.1; 4th inr = 1.2. Per event details, tests were done on different days. Tests were done more than three hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. Inratio meter: mean: 3.35, sd: 2.00, %cv: 59.63%. Since 59.63% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested when returned. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009, inratio: 3.4, lab: 2.8, mean: 3.10, confidence limits: 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned.